Event description:
Depuy acromed was made aware of a legal case in which depuy acromed products were used. Postoperative surgical intervention occurred as a result of this situation. As a result an MDR is being filed to document this event.